Event description:
It was reported that a patient underwent an unknown spinal revision procedure. During the procedure, the surgeon noticed a 1cm strip of metal in the wound. It was discovered that the tip of the driver broke off during the procedure. The broken piece was able to be retrieved. No further information is known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of shear lips on the interior side of the tab. The location of the fracture, relative to the proximity to the handle suggests possible unintentional bend stress overload during instrument usage. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.